Manufacturer narrative:
Customer returned pump for alleged flashing display (with red light blinking and vibrate alert), moisture damage, and cosmetic damage on the retainer (crack) found on (B)(6)2021. The pump was received with a flashing white display (with flashing fault led and vibrating alert). Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to flashing white display. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. Swapped out a test pcba 1 and pcba 2 and the blank display persist. Flashing white display (missing segments/partial display) is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download due to display anomaly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, stained keypad overlay, and pillowing keypad overlay. The retainer was inspected, and no cracks noted. Flashing white display (missing segments/partial display) and unable to download history files are confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Cosmetic damage on the retainer (crack) is not confirmed however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked and the reservoir was able to lock in place. The insulin pump was vibrating, flashing, and red was blinking after being exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.